Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the right side colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. Following the deployment failure, the catheter was cut using wire cutters and the sheath was tried to remove in order to help the clip detach; however, the clip would still not release. Reportedly, the clip was ripped off from the mucosa which caused increased bleeding, and the procedure was completed successfully with a non-bsc clip device. The patient has been fully recovered.

Manufacturer narrative:
Block e1: it was reported that the physician's name is dr. (B)(6) . Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that only the device handle was returned with a little piece of the coil. It was observed that the coil was kinked. Microscope examination was performed and the coil was cut. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
It was reported that the physician's name is dr. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the right side colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. Following the deployment failure, the catheter was cut using a wire cutters and the sheath was tried removed in order to help the clip detach; however, the clip would still not release. Reportedly, the clip was ripped off from the mucosa which caused increased bleeding, and the procedure was completed successfully with a non-bsc clip device. The patient has been fully recovered.